Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump was on silent mode every night. Sometimes in the morning when he wanted to cancel it the insulin pump refused. He had to pretend to put the insulin pump on silent mode again and then cancel. This happened sometimes, not every morning. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.